Event description:
It was reported that the patient had a radical prostatectomy in (B)(6) 2020. During post-operation anastomotic fistula appeared. Patient had a bladder catheter inserted for 1 month then anastomosis stenosis, endoscopic excision. It looks as if there was a urethral injury caused by the hem-o-lok. According to the surgeon, the hem-o-lok clip installed in (B)(6) 2020 would have damaged the adjoining tissue, requiring a second operation. Additional information: the patient's condition reported as fine. It is still too early to tell if there was injury. The anastomosis will be checked next week. Knowing that a recurrence of his stenosis would not necessarily be a consequence of migration. In response to the question was the second intervention performed the response was there was incision of the urethro-anastomotic (and discovery on this occasion of the intra-anastomotic migration of the clip). The secondary operation was carried out as a result of tissue damage caused directly by teleflex's hem-o-lok device. This resulted in hospitalization or prolongation of the patients hospitalization by 3 days. There were no sharp edges or other defects identified on the device. The clip was applied correctly, the user was appropriately trained, and the IFU was followed. The device was retrieved and will be sent for investigation. The clip was found and removed.

Manufacturer narrative:
(B)(4). Per DHR the hemolok l clips 6/cart 84/box lot # 73d2000173 was manufactured on 04/07/2020 a total of (B)(4) pieces. Lot was released on 04/21/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. No cartridge was returned and only one clip was returned loose. The clip was visually examined with and without magnification. Upon visual examination, the clip appeared used as there was biological material on the device. The loose clip was also returned closed. R & d was consulted for this complaint issue. No problems were found with the returned clip. Based on the condition of the returned sample, it was evident that the clip was able to properly close. It is possible that the clip migrated after post-operation healing due to the application of the clip onto insufficient vessel length. This could occur if the end user did not cut the vessel at the appropriate minimum distance from the clip placement as stated in the IFU. However, this could not be confirmed for the sample. It is also possible that the clip migrated off of the tissue due to tissue shrinkage caused by localized tissue necrosis. However, this could not be confirmed either as there was no tissue observed on the returned clip. For these reasons, the root cause for this complaint is undetermined. We will continue to monitor and trend on the occurrences of this complaint issue. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states: "position the clip around the tissue to be ligated in a manner that provides clear visualization of the locking mechanism. Note: avoid excess tissue in the locking mechanism of the clip. Apply sufficient force to the applier handles so the jaws close and the clip locks shut. Releasing pressure on the applier handles allows the applier to return to a fully open position." "Leave a distal cuff of tissue approximately 2-3mm from the ligating clip if the vessel is divided." A corrective action is not required at this time as the complaint issue could not be confirmed. No problems were found with the returned clip. The reported complaint of "clip migrates after post-op healing" was not confirmed based upon the sample received. Only one clip was returned loose and the clip was returned closed. R & d was consulted for this complaint issue and no problems were found with the returned clip. It is possible that the clip migrated after post-operation healing due to the application of the clip onto insufficient vessel length. This could occur if the end user did not cut the vessel at the appropriate minimum distance from the clip placement as stated in the IFU. However, this could not be confirmed for this sample. It is also possible that the clip migrated off of the tissue due to tissue shrinkage caused by localized tissue necrosis. However, this could not be confirmed either as there was no tissue observed on the returned clip. Therefore, the complaint issue could not be confirmed and the root cause is undetermined. We will continue to monitor and trend on the occurrences of this complaint issue.

Manufacturer narrative:
Qn# (B)(4). The device history review for the hemolok l clips 6/cart 84/box lot# 73d2000173 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had a radical prostatectomy in (B)(6) 2020. During post-operation anastomotic fistula appeared. Patient had a bladder catheter inserted for 1 month then anastomosis stenosis, endoscopic excision. It looks as if there was a urethral injury caused by the hem-o-lok. According to the surgeon, the hem-o-lok clip installed in (B)(6) 2020 would have damaged the adjoining tissue, requiring a second operation. Additional information: the patient's condition reported as fine. It is still too early to tell if there was injury. The anastomosis will be checked next week. Knowing that a recurrence of his stenosis would not necessarily be a consequence of migration. In response to the question was the second intervention performed the response was there was incision of the urethro-anastomotic (and discovery on this occasion of the intra-anastomotic migration of the clip). The secondary operation was carried out as a result of tissue damage caused directly by teleflex's hem-o-lok device. This resulted in hospitalization or prolongation of the patients hospitalization by 3 days. There were no sharp edges or other defects identified on the device. The clip was applied correctly, the user was appropriately trained, and the IFU was followed. The device was retrieved and will be sent for investigation. The clip was found and removed.